Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to error 26004. The system was tested and verified as ready for use. Isi has received the usm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a left hemicolectomy procedure the customer contacted a technical support engineer (tse) and reported that arm 4 was failing on the patient side cart (psc). The led was blue but changed to orange when an instrument was installed. The arm could not be used, so the surgery was being completed with three arms. The tse checked the live logs and found error 26004, pointing at universal surgical manipulator (usm) 4. The tse also found another field service order (fso) for the issue. The tse informed the customer that a fso was already created, and the responsible field service engineer (fse) would be notified. The customer informed the tse that the system was needed with all four arms fully functional. The tse acknowledged the information and would notify the fse. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the fse and obtained the following additional information: the fse reported that the issue was identified prior to starting the procedure post-anesthesia and the ports were placed prior to the issue being identified. System functionality was checked upon powering on the system and the system initially power on without errors. The da vinci surgery technical assistance team (dvstat) was contacted for troubleshooting and full troubleshooting was completed. In order to resolve the issue, the affected arm was moved out the way and the surgery was completed using the remaining three arms. The procedure was completed as planned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgeon manipulator (usm) was analyzed, and the failure was confirmed and replicated. The system log recorded an error 26004. The unit was tested on an in-house system in normal mode where it triggered error code 26004, which was verified from the system logs. During testing, the yaw brake failed to release and would not disengage. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.